Event description:
It was reported that during a wedge resection the device fired and cut but no staples formed. The procedure was completed with hand-sewn sutures, with no consequence to the patient.